Event description:
Reporting status: serious injury - medical intervention reporting rationale: stent restenosis requiring intervention. Device issue: none. It was reported that in 2006, a vision stent was implanted in the middle abtuse marginal located in the lca. A review of the cine indicated a stenosis diameter of 1.4, 70% timi flow. The lesion length was 10 mm. The vision stent was deployed at 14 atm for a period of 14 seconds. Four months later, the vessel was treated again due to restenosis. No additional event or pt information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indication of a stent delivery system quality problem.